Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: lot number and expiration date (d4) and manufacturer date (h4). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the distal section of the delivery system (nose tip/inflation balloon/guidewire shaft) appeared to be cut from the device and the components were not returned. Functional or dimensional testing was not performed due to the nature of the complaint as the inflation balloon was not returned. During the manufacturing process visual inspections and tests are performed throughout the manufacturing process. During balloon inspection per procedure, the balloons are dimensionally and visually inspected. In addition, visual inspected and balloon burse pressure testing was performed on the finished work order under a sampling basis during product verification testing per procedure. All samples tested met statistical acceptance criteria. These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to the event. A lot history was performed and did not reveal additional complaints. A review of complaint history from september 2018 to august 2019 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors may have contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for all the trend category. The IFU, system preparation manual and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The procedural training manual provides guidance on balloon rupture or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system. There are no IFU/training deficiencies were identified. The complaint for was confirmed. Although the device was returned, due to the unavailability of the inflation balloon, the presence of a manufacturing defect could not be confirmed during device evaluation. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. There was no difficulty during device prep indicating that this is not an out-of-box issue. Per report, balloon ruptured occurred during thv deployment in the aortic annulus. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Without available imagery or the complaint device for evaluation, further assessment could not be performed. In this case, available information suggests that patient factors (calcification) may have contributed to the reported events. However, a conclusive root cause is unable to be determined. The complaint occurrence rate did not exceed the august 2019 control limit for the applicable trend categories. There was no edwards defect or IFU/training inadequacies was identified in the evaluation. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Additional information:  age at the time of event; patient sex and patient weight. Additional information revealed that the balloon was partially inflated during valve deployment and the balloon burst. The valve was partially deployed, and a decision was made to remove with valve through the delivery system and sheath. The system was removed without any harm to the patient with no need for surgical cutdown. Of last communication, the patient is stable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure, the 29mm commander delivery system balloon ruptured.  The device is available for evaluation.